Manufacturer narrative:
Additional narrative: device history review: the depth gauge for 2.0mm and 2.4mm screws (part 319.006 / lot 5740633) was manufactured to the brandywine work order for (B)(4) parts. One part was scrapped at operation # 20 (drill/ ream / pin). The lot was inspected and conformed per the inspection document. There were no material record reports, non-conformance reports, or complaint-related issues with this lot. (B)(4) parts were released to the warehouse on march 18, 2008. Product investigation summary: one of the following was received: depth gauge (part 319.006 / lot 5740633). The returned depth gauges shows light use during its 6+ year lifespan. The hooked needle stem of the device is broken off at the base of the black body broken (the broken stem is approximately 75mm in length) and was returned. The depth gauge is part of 2.4mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use, the exact cause could not be identified. This complaint is confirmed. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. As noted in prior complaints, the thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part 319.006.03) is extra hard (B)(4), which is an appropriate material for an instrument component of this type. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: it is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the measuring needle on the depth gauge is broken. No reported patient or procedure harm noted. This is report 1 of 1 for (B)(4).